Manufacturer narrative:
Evaluation summary : it was caused due to an excessive force applied on the ccd cable during angluation. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-usis available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Image freezes by angulation ; isolation failed issue. This event occurred at the time of during inspection. There was no report of patient harm.